Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced hyperglycemia. The customer¿s blood glucose value was 418 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with bolus. The auto mode feature was active at the time of reported event. Customer reports insulin exited at the quick release. Based on customer¿s report customer did not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.